Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm was not alerting when the sp02 measurement goes low. There was no report of injury or harm.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #9610816-2018-00005 was submitted.